Event description:
Customer reportedly received results of 221mg/dl and 105mg/dl within 10 minutes on the advantage system. An additional comparison shows customer receiving results of 246mg/dl and 115mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.